Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts in the mid-section lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-dec-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 79% stenosed, 35x2.50, eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. After the lesion was crossed with a non-bsc guide catheter and guidewire, a 38 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.